Manufacturer narrative:
Remove MDR code 2199. Remove MDR code 2199.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 450 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. Reportedly, the customer was using pump supplies for 4 days. Tandem customer clinical support informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. The customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.